Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture. The rv lead impedance increased by two fold and the threshold increased from 1.0 volts at 0.4 milliseconds to 3.5 volts at 1.0 millisecond. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): vedr01 implantable pulse generator 2007-(B)(6), 5076 implantable pacing lead 2007-(B)(6). (B)(4).